Event description:
Baxter affiliate reports one incident of a pt reaction with the psn 120 dialyzer during treatment. It was reported that the pt's temperature rose to 39.5 degrees c and experienced rigors 2 to 3 hours into dialysis treatment. Treatment was stopped and the temperature subsided. Pt complained of tiredness and weakness. Pt was admitted to the hospital overnight at which time blood culutres were drawn to rule out any infection. No infections were noted or identified. No further medical intervention was provided or deemed necessary per baxter affiliate. It was reported that the pt had dialyzed successfully with a dialyzer of a different membrane without incident and the pt's symtpoms have resolved.